Event description:
Serious side effects from both drug eluting stents. Entire body is numb! All my joints feel dry-dehydrated. Muscle spasms. Night sweats. Tongue is numb. Skin burns, can't stay focused.